Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression surgery due to degenerative disc disease. Intra-op, a piece from the instrument was found missing. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the upper jaw has broken at the pivoting pin. This type of break is consistent with excessive force placed on the instrument during use. As the arms are bent the pin tries to keep the arms together until the material is over come by force. If information is provided in the future, a supplemental report will be issued.